Event description:
It was reported that, "a constrained hip was put in and lasted 18 years before requiring a revision."

Manufacturer narrative:
Additional info has been requested and if it becomes available, then it will be submitted in a supplemental report.